Event description:
Material no: 2420-0007, batch no: 20033525 . It was reported tubing fell apart after it was primed. "However, after sending the first email, I had another nurse bring to me a set of tubing that she was priming to administer IV fluids to a patient and the tubing fell off of the drip chamber resulting in wasted IV fluids and tubing."

Manufacturer narrative:
The customer reported ¿tubing fell apart after it was separated and leaked after being primed¿. Received from the customer was one used primary set model 2420-0007, lot 20033525, with its original package. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. It was observed that the set¿s tubing (p/n (B)(4), was separated from the drip chamber¿s outlet port (p/n (B)(4). Traces of clear liquid was observed in the set¿s drip chamber and entire length of tubing. Further visual inspection using a microscope observed insufficient solvent on the tubing and evidence that the tubing had not been fully inserted onto the drip chamber¿s outlet port. No other abnormalities were observed on the set during visual inspection. Functional testing was not performed on the set due to the separated tubing and the obvious leak that would occur. A dimensional analysis was performed on the tubing and the drip chamber outlet port¿s outer diameter. The inside diameter of the tubing measured 0.107¿, within the specification of 0.107¿ +/-0.005¿. The outside diameter measured 0.144¿, within the specification of 0.145¿ +/- 0.003¿. The outside diameter at the top of the drip chamber¿s tubing connection area measured 0.121¿, within the specification of 0.122¿ +/- 0.002¿. Equipment used (inspection and measurement performed on (B)(6) 20. Calipers, eq02784, calibration due date: (B)(6) 20. Pin gauges, eq08349, calibration due date: (B)(6) 21. Optical ram-cnc, eq08204, calibration due date: (B)(6) 20. The device history record for primary set model 2420-0007, lot 20033525, was performed. The search showed that a total of (B)(4), units in 1 lot were built on (B)(6) 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The root cause of the noted separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. Due to the separation, a leak would have occurred at this location. The bd/nogales manufacturing facility is aware of insufficient solvent on critical joints. Corrective actions (trackwise CAPA pr (B)(6), to address potential root causes and an effectiveness check plan for reduction of issue have been initiated. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no: 2420-0007, batch no: 20033525 it was reported tubing fell apart after it was primed. "However, after sending the first email, I had another nurse bring to me a set of tubing that she was priming to administer IV fluids to a patient and the tubing fell off of the drip chamber resulting in wasted IV fluids and tubing."

Event description:
Material no: 2420-0007 batch no: 20033525. It was reported tubing fell apart after it was primed. "However, after sending the first email, I had another nurse bring to me a set of tubing that she was priming to administer IV fluids to a patient and the tubing fell off of the drip chamber resulting in wasted IV fluids and tubing."

Manufacturer narrative:
The following fields have been updated with additional information: b.3. Date of event: (B)(6) 2020.